Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000489482 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon opening the vasoview hemopro 2 kit, they noticed that there was a "sticky substance" on the tips of the jaws. They were unable to identify the substance and decided it was safest to open a new kit. The sterile barrier did not appear to be compromised. No delay in the case and no injury to patient.